Event description:
It was reported that a patient came in with pain. On the x-ray it was observed that the plate is broken.

Manufacturer narrative:
Investigation is in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed (plate broke postoperatively). The macroscopic and microscopic investigations show that the recon hemi mandibular plate, 6x17 hole, right, with template broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surface the appearance of a forced rupture and a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation. Based on evaluation there are no indications for any systematic design, material or manufacturing related issue.

Event description:
It was reported that a patient came in with pain. On the x-ray it was observed that the plate is broken.